Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on and unit is capable of engaging in monitoring. The unit alarms when a finger is removed from the sensor or the sensor is removed from the system. The unit alarms audibly and visually when alarm limits are breached. The unit was charged and remained powered on for approximately 20 hours. Ac power was disconnected and the unit reverted to dc power. The battery was allowed to deplete. The battery charge indicator shows approximately 75% battery depletion after 3 hours of operation. The battery is expected to operate the unit for 8-10 hours. Depletion is inconsistent with normal and expected use when on dc power. The battery was replaced and the unit functioned as designed.

Event description:
"Customer states that the charging mechanism is not functioning properly. Rad-8 monitor will only power on with ac power connection, and powers off shortly if not plugged in. Monitor is continuously charging overnight. Battery charging green light illuminates when plugged in". No known impact or consequence to patient.